Manufacturer narrative:
Product inquiry alleged the targeting arm t2 ankle to be the subject product. Neither the targeting arm nor associated instruments and no nail were returned. Review of the inspection records revealed no discrepancies. A check of the function of the lot in question revealed that function was given in full on the device at the stage of delivery. Evaluation did not reveal any discrepancies in material or manufacturing. As the device was not returned for investigation a physical evaluation was not possible potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Potential miss-targeting can be caused by: deflection and/or twisting of the nail during insertion in case the user applied undue force for insertion. Deflection and/or twisting of the nail during insertion in case of inadequate preparation of the intramedullary canal loosening of the connection between nail adapter/nut. Wrong adjustment of the nail adapter (pin was inserted into wrong slot of the targeting arm). Not realized unintended loosening of the nut (will lead to release of the nail adapter and therefore to potential misalignment of nail and drill). No use of drill with centre tip / unfavourable bone contour. Drilling without drill guiding sleeve. Using blunt or damaged drill. High forces applied to the target device during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, target device and nail. Although a real root cause could not be determined the alleged event is most likely caused due to a suboptimal intra-operative procedure. The file will be closed formally and can be reopened when substantive information or the item(s) become available. We reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the alleged issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that during a t2 ankle arthrodesis nail procedure, the targeter would not target proximally. As a result, the screw was left anterior to the 12x200 nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during a t2 ankle arthrodesis nail procedure the targeter would not target proximally. As a result, the screw was left anterior to the 12x200 nail.

Manufacturer narrative:
Investigation revealed the targeting arm t2 ankle to be the subject product. The nail adapter t2 ankle and nut t2 ankle returned are regarded as associated instruments. Review of the inspection records revealed no discrepancies. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed that function was given in full on the devices at the stage of delivery. Evaluation did not reveal any discrepancies in material or manufacturing. Functional test of the targeting arm t2 ankle, nail adapter t2 ankle and nut t2 ankle retuned was performed in order to reproduce the event reported. The drill passed both of the proximal drill holes. Function of the device was fully given as intended. The alleged event of miss-targeting was not reproducible. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Potential miss-targeting can be caused by: deflection and/or twisting of the nail during insertion in case the user applied undue force for insertion. Deflection and/or twisting of the nail during insertion in case of inadequate preparation of the intramedullary canal. Loosening of the connection between nail adapter/nut. Wrong adjustment of the nail adapter (pin was inserted into wrong slot of the targeting arm). Not realized unintended loosening of the nut (will lead to release of the nail adapter and therefore to potential misalignment of nail and drill). No use of drill with centre tip / unfavourable bone contour. Drilling without drill guiding sleeve. Using blunt or damaged drill. High forces applied to the target device during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, target device and nail. The target device returned was documented as faultless prior to distribution and as it had been in use for a longer time (more than 9 years) we pre-suppose that this target device had fulfilled its tasks in former surgeries as intended. Although a real root cause could not be determined the alleged event is most likely caused by a sub-optimal intra-operative procedure which is rather user related and not device related. Regarding the surgeon¿s concern the most proximal screw being anterior to the nail and close to the proximal tip could cause a stress fracture in the future ¿ it is in the surgeon¿s responsibility leaving the patient in the given condition. It¿s in the surgeon¿s responsibility if and how to treat the patient to avoid a possible stress fracture. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the alleged issue was addressed adequately. There are no actions in place related to the reported event for the subject product. Investigation revealed no non-conformity, therefore no ncr was initiated. A review of the labeling did not indicate any abnormalities.

Event description:
It was reported that during a t2 ankle arthrodesis nail procedure the targeter would not target proximally. As a result, the screw was left anterior to the 12x200 nail.